Manufacturer narrative:
A review of the manufacture records for this device did not reveal any discrepancies relevant to the reported event.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting.

Event description:
Device evaluation: the protege everflex stent delivery system (sds) was received without the stent (deployed). Most of the inner shaft was exposed distal to the outer sheath.the inner shaft was fractured at the three-in-one bond at the distal edge of the hypotube.the spline shaft had been extracted from the outer sheath assembly. The inner shaft's hypotube component (with paddles and luer hub) was loaded through the manifold assembly and was fully advanced. The outer sheath exhibited a severe kink at the distal edge of the hypotube. The strain relief was removed to allow direct examination of the manifold-outer sheath bond site. The bond was intact and was able to withstand significant tensile force (hand-pull).

Event description:
The protege everflex stent was delivered and deployed. After the stent delivery system (sds) was removed it was observed that the inner sheath of the sds was still in the patient. The physician was able to see the clear inner sheath and was able to grab it remove it.